Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up with episodes of ventricular fibrillation and ventricular tachycardia due to oversensing anomaly observed on the right ventricular lead. It was noted that the patient did not receive inappropriate therapy. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
A partial lead with the measuring 11.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.